Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.  The complaint was deemed as MDR reportable therefore a submission will be performed.  Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd¿ IV catheter needle deployed when disposing it after use and stuck the user in the right index finger. The following information was provided by the initial reporter: "employee (redacted) sustained a n/s from an IV retractable needle. She stated while holding the retractable needle in protective case to dispose of, it hit the side of the sharps and needle inside the case deployed puncturing her right index finger."